Event description:
Allegations of moderate to severe left chest pain, radiating into the shoulder and some left arm numbess and weakness, unable to sleep on stomach, frequent right-sided headaches last two years, atypical connective tissue disease class c disability.